Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information was received 18feb2021. The device package was not damaged.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: see b5. Summary of event: as reported, during preparation for a percutaneous transhepatic biliary drainage procedure, the core wire of a bentson straight heparin coated fixed core wire guide was found to be protruding from the device. This observation was made upon opening the device packaging and the device did not make patient contact. Another device was used to continue the procedure. The package was not damaged. Investigation evaluation: reviews of the complaint history, device history record, drawing, documentation, manufacturing instructions, quality control, and specifications were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. Approximately 2-millimeters of the inner wire was protruding, at 4-centimeters from the distal tip. A document-based investigation evaluation was performed. One failure-related nonconformance was noted; however, all affected units were scrapped and not replaced. There have been no other reported complaints for this lot number. From the information provided upon review of the dmr, DHR, dhf, and returned device, cook has concluded that the device was manufactured to specification, and that there are no nonconforming devices in-house or out in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a potential cause for this event can be traced to transport/storage of the device. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Rpn - (B)(4). PMA/510k # pre-amendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during preparation for a percutaneous transhepatic biliary drainage procedure, the core wire of a bentson straight heparin coated fixed core wire guide was found to be protruding from the device. This observation was made upon opening the device packaging and the device did not make patient contact. Another device was used to continue the procedure.